Manufacturer narrative:
Review of the manufacturing records of the involved lot was performed and indicated that it was manufactured in accordance with company specifications without deviations. The explant was obtained and is awaiting investigation. Implant noise, that may be related to the articulating mechanism, has been previously reported in a small number of cases where the implant was revised, without any sequelae. The cause for the revision surgery in such cases may be multifactorial, including patient and procedure related factors. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. A supplemental report will be submitted if additional relevant information becomes available upon completion of explant investigation.

Event description:
The company was informed about a revision case of the tops system in israel. The patient was originally implanted with the tops system with versalink on (B)(6), 2015 and had 3 revisions since to replace the implants while the pedicle screws remained in-situ. The patient recently complained of pain and noise during movement, and on (B)(6) 2026, the tops implant was removed and replaced with a new one as part of an additional revision surgery, after patient was diagnosed with degenerated disc at l3-4, and spinal stenosis at l2-3.